Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of broken device reviewed on 27-dec-2022. Visual analysis of the photographs identified: - broken device: observed a opened thermoform with gel but cannot see photos of the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Healthcare professional reported ¿during the surgical act, once the implant was placed in the plane with the incision closed, a deformation of the breast was observed. Incision closed, it is appreciated deformation of the breast, when checking it, the implant is found to be broken¿. This record is for an unknown side.